Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were intermittently not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, multiple cartridge changes were performed to address the issues; however, the issue persisted, and the customer reverted back to manual daily injections. There was no reported adverse impact to the customer¿s blood glucose level.